Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted on (B)(6) 2011 due to infection, and the patient was reimplanted with a new device during the same surgery.